Event description:
Same case as #6000089-2005-00653, #6000089-2005-00655. The target lesion being treated in the index procedure was a 2.5mm 100% stenosed region of the distal circumflex (dist cx). The physician treated the lesion with pre dilation and then successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target vessel. A dissection occured distal and proximal to the lesion. The physician placed a taxus express2 8.8% 2.50x16mm drug eluting stent with a 3mm overlap to cover the proximal dissection. The physician placed a taxus express2 8.8% 2.50x12mm drug eluting stent to cover the distal dissection. During the implant the pt experienced a non q-wave mi as evidenced by elevated cardiac enzymes. There was no action taken to resolve the mi 2 days after, the pt was discharged on plavix and aspirin. In the opinion of the physician the relationship of the mi to the taxus stent is "unk", and the relationship to the target vessel is "probable".